Event description:
The implantable neurostimulator was explanted due to infection. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The implantable neurostimulator lead and extension have been returned to the MFR for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is completed.